Event description:
It was reported that the device malfunctioned. The pt got too much morphine and passed out behind the wheel of her vehicle. The system was removed. No pt outcome was reported.

Manufacturer narrative:
(B) (4).